Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that they identified six leaking 100 ml cadd cassettes. The other five cassettes leaked from the same location. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed. During the fill process a leak was observed to be coming from the internal bag at the seal of the bag. The customer's problem was replicated. No further action was taken.